Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failure occurred because drawers 2.1 and 2.2 were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that drawers 2.1 and 2.2 had failed and were not detected on the bus. The field service engineer (fse) replaced the half height pyxibus module controller board and reconfigured the drawer. The pharmacy then inventoried the entire drawer, and the hardware test application was run, with all tests passing. The station was rebooted, after which the pharmacy inventoried the entire drawer again to ensure that all pockets opened successfully. The customer also ran the hardware test application after the board replacement and completed a full inventory of the drawer. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.